Event description:
It was reported that they were cooling a patient, and getting an alert that the arctic sun device was unable to control the water temperature. Confirmed alarm 113 (reduced water temperature control) in the event log. Patient was 30.1c. Therapy was stopped. They received alarm 51 (patient temperature 1 below control range) when resuming therapy. Water level 2. Flow rate settled at 0.4lpm. Explained the heater could not work appropriately with flow this low. Disconnected pad, rotated connector, and reconnected pad. Pad tubing was not kinked or twisted. Flow rate (fr) was 0.9lpm, inlet pressure (ip) was -6.8psi. Water temperature (wt) was 28c. Heater command was 52 percentage. Radiant heat already turned on. Suggested "taco-ing" baby. Called back 10 minutes later. Water temperature (wt) was r 40c. Flow rate (fr) was 0.9lpm. Patient temperature increased, 31c. Asked nurse to keep a close watch on the flow rate. If it dropped again, please call back as the heater would not be able to work.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too high". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were cooling a patient, and getting an alert that the arctic sun device was unable to control the water temperature. Confirmed alarm 113 (reduced water temperature control) in the event log. Patient was 30.1c. Therapy was stopped. They received alarm 51 (patient temperature 1 below control range) when resuming therapy. Water level 2. Flow rate settled at 0.4lpm. Explained the heater could not work appropriately with flow this low. Disconnected pad, rotated connector, and reconnected pad. Pad tubing was not kinked or twisted. Flow rate (fr) was 0.9lpm, inlet pressure (ip) was -6.8psi. Water temperature (wt) was 28c. Heater command was 52 percentage. Radiant heat already turned on. Suggested "taco-ing" baby. Called back 10 minutes later. Water temperature (wt) was r 40c. Flow rate (fr) was 0.9lpm. Patient temperature increased, 31c. Asked nurse to keep a close watch on the flow rate. If it dropped again, please call back as the heater would not be able to work.